Event description:
Per independent repair center: the unit was alarming or red light; key failure is the pilot valve not shifting. Additional malfunctions are the muffler housing was cracked and the tie wraps were defective.